Event description:
The box of two covid-19 at home tests were sent without liquid droppers. Could not use the tests in the box and wasn't permitted to order a replacement box. FDA safety report ID# (B)(4).